Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was in middle of life 2 (mol2) with a charge time of 8.4 seconds and a battery status of 2.57 volts. This patient will be followed up in a few months. The physician suspected the battery was depleting prematurely. There was no plan for a replacement procedure at this time. There were no adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Information was received that this device was explanted as it was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available this report will be updated.